Event description:
Snap ring from acetabular liner trial broke off during hip arthroplasty and was retained in pt. Pt. Returned to surgery for removal of foreign body (retained foreign body was reported as a serious event).